Event description:
Information received indicates the head section is drifting down slowly.

Manufacturer narrative:
The technician found the valve seals were worn. He replaced the manual CPR valve to repair the bed.